Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-18 user has high glucose value. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 155 to 165mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 356 and 404mg/dl using true track meter. The test strip lot manufacturer's expiration date is 03/24/2019 and open vial date is 5/4/2017. The meter memory was reviewed for previous test result history. The 365mg/dl (B)(6) 2017 11:35 am fasting: no, the 581mg/dl (B)(6) 2017 08:56 am fasting: yes, the 526mg/dl (B)(6) 2017 08:54 am fasting: yes, the 366mg/dl (B)(6) 2017 07:10 am fasting: yes, the 366mg/dl (B)(6) 2017 07:07 am fasting: yes. Customer called in and states meter is reading "hi". Customers meter read 526 mg/dl, "hi", 581 mg/dl back to back fasting.